Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The pump was unable to perform idle current test, run current test, and self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, and prime, excessive no delivery test and displacement test due to blank display. The pump was received with broken battery cap and stuck inside of the battery compartment, minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was dropped a few times. The customer stated that there are cracked and missing pieces on the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.